Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported during a craniotomy procedure for removal of a tumor, the bit broke in two in the patients skull. It was further that there was coagulation of a cerebral vein. It was also reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.

Event description:
It was reported during a craniotomy procedure for removal of a tumor, the bit broke in two in the patients skull. It was further that there was coagulation of a cerebral vein. It was also reported that there was no surgical delay and the procedure was completed successfully.